Event description:
Surgeon was performing total hip arthroplasty surgical procedure. As implant was being screwed into place, the screw head broke. Head was removed and portion of screw left in place.